Manufacturer narrative:
(B)(4).

Event description:
A confirmed pump motor stall was reported. The logs indicated that there were multiple motor stalls. The pump was updated and the motor still stalled. The pump was used to deliver dilaudid and bupivicaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.